Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.